Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message resulting in the device emitting beeping tones. A health care professional (hcp) reported that the device had reached end of life (eol) two weeks prior and was suspected to have depleted prematurely. The hcp inquired how to disable the beeping function. Technical services (ts) discussed that beeping cannot be disabled at eol and discussed that therapy is not guaranteed after eol. The hcp noted that the patient was scheduled with a physician on an unknown future date to discuss device replacement. No adverse patient effects were reported. This device remains in service. Additional information was requested, however, no additional is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message resulting in the device emitting beeping tones. A health care professional (hcp) reported that the device had reached end of life (eol) two weeks prior and was suspected to have depleted prematurely. The hcp inquired how to disable the beeping function. Technical services (ts) discussed that beeping cannot be disabled at eol and discussed that therapy is not guaranteed after eol. The hcp noted that the patient was scheduled with a physician on an unknown future date to discuss device replacement. No adverse patient effects were reported. This device remains in service. Additional information was requested, however, no additional is available at this time. If information is provided in the future, a supplemental report will be issued. It was reported that the device exhibited t-wave oversensing resulting in delivery of five inappropriate shocks over several episodes. It was noted that the patient was in the intensive care unit with multiple health issues. Discussion was had regarding the device battery status and suspected premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Device therapy was programmed off pending device explant. Surgical intervention was undertaken three days later. The device was explanted, however, was not replaced. It was noted the patient did not wish to have another s-ICD. No additional adverse patient effects were reported. The device is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time. Z-0936-2021